Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the foreign matter adheres to iol, possibly the residue from the cartridge, the foreign matter can be rinsed away and suctioned off. The surgery was completed there was a patient contact but no patient impact. Additional information has been requested and received stated that there was no problem noticed during implantation. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Two handpieces were provided. One is not qualified. It is unknown if the qualified handpiece was used. There are 9 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was not returned. The lens model was provided, but not the specific diopters. It cannot be determined if the lenses were in the qualified diopter range. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens diopter, handpiece and viscoelastic were used. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instruction for use (IFU) also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Seventeen unopened samples were returned for the reported lot. Two of the returned unopened company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company cartridges were functionally tested per the instruction for use (IFU). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The lens model was provided, but not the specific diopters. It cannot be determined if the lenses were in the qualified diopter range. Two handpieces were provided. One is not qualified. Two of the unopened company cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. The manufacturer internal reference number is: (B)(4).